Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing automatic mode switching due to far r oversensing. Programming changes were recommended. No further information.